Manufacturer narrative:
Investigation results: our quality engineer inspected the physical unit submitted for evaluation. Bd received one unsealed and used catheter of a 20ga x 1.16in. Insyte autoguard unit from lot number 4072329. A v-shaped breach was observed in the catheter near the tip, which was indicative of needle puncture damage. The catheter tip did not appear to be damaged, but it is possible that a spear through occurred during insertion that resulted in the tip feeling ¿frayed¿ and ¿flimsy¿. During manufacturing, this may occur due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear which mitigates the occurrence of this defect. However, as the returned has been removed from the package and handled it is likely this defect originated due to improper usage or during tip adhesion break. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard catheter is frayed. The following information was provided by the initial reporter: complaint is that the tip of the catheter feels frayed/dull. Also feel that the catheter material is more flimsy than it used to be. This has been causing them to miss IV's more frequently.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.